Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Two batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the devices revealed that the devices failed to meet specifications; the devices failed both visual inspection and functional testing due to the presence of a foreign material within the cable connector latching mechanism. This material was obstructing proper operation of the latching mechanism. The confirmed malfunction is related to the reported event. Battery/ (B)(4) / model # 1650de / exp. Date: 2015-04-30. UDI#: unknown. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2014-04-01. Labeled for single use: no. Device code: FDA (B)(4) . Results code: (B)(4). Conclusion code:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two of the patient's batteries had loose connections. It was added that the batteries were not able to be secur ely connected to the controller. The affected batteries were exchanged with no reported patient consequences.